Manufacturer narrative:
The customer reported condition of channel a would not open was confirmed as a non-functioning open button on channel a pump head module keypad. This was attributed to a delaminated channel a keypad. Channel a keypad was replaced to fix the problem. This issue is being investigated under CAPA.

Event description:
The facility reported an infusion pump in which channel a would not open. It is unknown when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.